Event description:
Customer reportedly received results of 491 mg/dl and 186 mg/dl within 10 mins on the advantage system. Customer administered novolog 70/30 based on result of 186 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.